Event description:
It was reported that the customer experienced a malfunction with the pump, displaying malf 3, and the issue was not preceded by any notable events. There was no reported impact to the customer's blood glucose level. The customer's pump was to be replaced by technical support, and they would use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to put the pump into storage mode before returning it and agreed to return the problematic pump within 10 days using a prepaid label.